Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found a leak in tubing on reagent probe 2 (r2), which was causing volume check errors and air in line. The cse replaced the r2 tubing. The cse inspected all dispense and aspirations at wash separation manifold and probe height calibrations. The cse tested dispense volumes on acid and base. The cse ran daily cleaning procedure and quality control. The cause of the discordant, falsely elevated tni-ultra result is the leak in tubing on r2. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument in duplicate, resulting lower. The customer ran more samples obtained from the same patient on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.